Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having high blood glucose of 700 mg/dl and treated with an injection. Troubleshooting found that the customer had an issue with the transmitter connecting to the sensor. Customer declined high blood glucose troubleshooting. No further details provided.